Event description:
It was reported that bd alaris syringe module syringe administration set was damaged. The following information was received by the initial reporter with the verbatim: pressure sensing disc tubing was being removed from pump and tubing came apart. Tubing came apart beneath pressure sensing disc. Tubing was not connected to patient but contained nmbx. 11/15/23. Item: 10014914 quantity affected: 1 each. Serial/lot number: na.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.